Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the patient almost had 100% relief during her trial but hasn¿t had the same pain relief with the implantable neurostimulator (ins). It was noted that the patient started off on high definition (hd) settings with the ins, but it didn¿t help her as much, so a rep switched her to conventional settings. On the day of the report, the rep met with the patient to reprogram and the conventional settings were adjusted to get better coverage. There was stim coverage in her legs, but there was trouble getting coverage in the patient¿s back. The patient noted that she continually felt the stim on her left side and into her stomach a bit. Also, with conventional settings, a lot of times, she didn¿t turn it up to perception, but she still got pain relief for a few days. After a few days, the pain would come back and so the patient would switch it to a different setting. The rep programmed a1 <(>&<)> 2, b1 <(>&<)> 2, and c1 <(>&<)> 2 in an effort to catch both the patient¿s leg and back pain in one group. For troubleshooting, the rep suggested to try hd settings if the patient needed another reprogramming or low definition (ld) settings and adjust accordingly based on the patient¿s feedback. Lastly, the patient reported that her stimulator turned off by itself once. A contributing factor to the reported issues was the possibility that the patient accidentally turned her stim off without knowing. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.